Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# n133393014 implanted: (B)(6) 2007 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company rep and confirmed by the physician. The model and serial number of the pump was reported. The event date was reported to be (B)(6) 2020, 4 weeks prior to the pump study on (B)(6) 2020. The exact date was unknown. It was clarified that the x-ray confirmed that the catheter was still in the appropriate place. The catheter couldn't be aspirated so it was determined to be a catheter issue. The cause of the event was not determined. The cap study and the not yet scheduled catheter revision was reported as actions taken or planned to resolve the issue.

Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# n133393014 serial# implanted: 2007-(B)(6)explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient had a catheter revision and pump replacement on (B)(6) 2020. It was reported that before the procedure the provider tried to aspirate the catheter again and could not. The catheter was disconnected and spliced; a dye study showed the spinal segment of the catheter patent. An 8596sc pump segment revision kit was used to replace the old pump segment. The catheter then had good flow and was aspirated successfully. The patient was nearing elective replacement indicator (eri) so the pump was replaced during the procedure. I have the old pump segment of the catheter and the pump would be returned for analysis.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. The catheter segment was returned in two pieces. Analysis of the catheter segments found ¿catheter sutureless connector ¿ coring/tears/cuts in seal - leaks observed¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n133393014, implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving fentanyl (1000mcg at 199.8mcg/day) via intrathecal infusion pump for unknown intended use. It was reported that for the last 4 weeks the patient had been having increased pain and felt like they were going through withdrawal. It was reported that their symptoms also included cold chills and diarrhea. It was reported the patient had no falls of injuries. It was reported that the patient still had their original catheter that was implanted in 2007. A cap study was performed on (B)(6) 2020 and they were unable to aspirate. An x-ray showed the catheter tip at t10. The patient was being scheduled for a catheter revision, but a date had not yet been scheduled. The issue was not resolved at the time of the report.